Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that he was at a water park with the insulin pump in a waterproof case and the device had a no delivery alarm, then the display froze. The customer also reported that the keypad was unresponsive. Customer stated that the device was cracked around the reservoir compartment. Blood glucose level at the time of the incident was 300 mg/dl. During troubleshooting, the customer stated that he did not have a new battery available and did not want the device replaced yet. The insulin pump was not replaced or returned for analysis.